Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, following a hysteroscopy, the patient returned to the office (and then to the emergency room) with significant bleeding. The patient was thought to have been diagnosed with an atrial venous malfunction and/or a uterine aneurism. The doctor stated that she used methergine post surgery and that this was sufficient to control the bleeding. The patient is currently well. There was no specified device malfunction. Additional information has been requested but not yet received.